Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char and detritus adhesion; the glass cap exhibits severe devitrification. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing @ 99,000 joules used. The procedure was continued with a second fiber and it too had commenced forward firing @ 245,000 joules of use. The procedure was completed with a third fiber. Patient outcome: "no patient injury"this is for the second fiber.